Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. The reported difficulties and subsequent patient effect and treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a thrombectomy for an intracranial artery interventional procedure using an 8f sheath. Reportedly, during step 3 (removal of plunger) it was noted that the suture broke causing bleeding at the right femoral artery puncture site. Manual compression was performed for 30 minutes and was used treat the bleeding and to achieve hemostasis. Then routine fluid saline and drip were performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.